Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-718b-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the distal tip of glass cap and metal cap are detached and returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits abrasions, erased red octagonal sign, partially erased blue arrow indicator, and severe contamination, likely biologic; the fiber appears blackened at and near the outer flow tubing open end. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure, at 270,519 joules and 30:11 minutes, the fiber failed and it was noted that the fiber tip broke. It was not reported how the procedure was completed. The tip of the fiber was cleaned during the procedure. No harm to the patient was reported.